Event description:
During preparation of the product, the stent was inadvertently deployed. The account states that the touhy would not lock properly, which caused the stent to prematurely deploy. The product had been stored properly, the packaging of the product was intact prior to opening, and the stent delivery system looked normal during prep. The product was not used in the patient.